Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead dislodged, and was pulled back across tricuspid valve. It was also reported the rv lead exhibited high thresholds, and no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.